Event description:
It was reported that the previously working remote monitor was not receiving power. Trying a different power outlet and unplugging the monitor did not resolve the issue. A new power cord is being issued to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.